Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the battery (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the battery's connector had scratches. This is an additional finding not related to the reported event and likely due to the handling of the device. Functional testing revealed that the locking mechanism was stuck. The battery was still able to charge and provide power to a test controller. However, the stuck locking mechanism prevented the battery from maintaining a secure connection with the power ports of the test controller. As a result, the reported poor mechanical connection event was confirmed. Supplemental testing was performed, which revealed that the connector¿s spring was present, and the locking mechanism was able to be freed using pliers. Internal visual inspection did not reveal any anomalies. Based on the available information, the most likely root cause of the poor mechanical connection event can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery exhibited poor mechanical connection and was unable to connect and secure to the controller. The battery was exchanged. No patient complications have been reported as a result of this event.